Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the bolus cord was pressed. The device was returned to the biomedical department from a home health pharmacy with a report that the device alarmed whenever the bolus button on the bolus cord was pressed and the device did not deliver a dose. It was reported that pharmacy had to turn the device off and then on for the device to work. No specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. During testing at the user facility, the device passed testing. Though requested, no additional information was provided, including if therapy was completed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2013 at 2119, the device was last programmed to deliver in continous bolus, with a concentration of 5mg/ml at a rate of 5mg/hr with a 4.0mg bolus dose, a 30 min bolus lockout, 2 boluses per hour and a 2000mg container size. Between 2255 and 2301, there was 1 pt initiated delivery, the device alarmed 09/12/035 (motor_step_overlap), the device was powered on, complete bolus now yes was indicated, the infusion was started, the device alarmed 09/12/035, the device was powered on complete bolus now yes was indicated. At 2303, bolus end was indicated. Between 2324 and 2329 there were 7 unmet demands. At 2334, there were was 1 pt initiated delivery, the device alarmed 09/12/035, the device was powered on, complete bolus now yes was indicated, and the infusion was started. At 2336, bolus end was indicated. At 2336, per hour limit was reached. At 2346, a power loss alarm was indicated. This report represents all the information known by the reporter upon query by hospira personnel.